Event description:
Customer reported a pt sample with anti-c did not react with 0.8% surgiscreen lot 8ss403. Pt had a gi bleed and rec'd multiple units of blood. Pt did not have any clinical symptoms of a transfusion reaction, however, dat was positive. Customer reports pt is doing well. No death or serious injury is associated with this event.